Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with a thoracic aortic aneurysm that was treated with a conformable gore® tag® thoracic endoprosthesis. During removal of the device catheter after device deployment, the leading olive of the device got stuck on the edge of the introducer sheath and got separated. The olive remained in the aortic bifurcation and was removed by snaring within the same procedure. The procedure was concluded as expected with exclusion of the aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
The device was returned to gore for evaluation. The device evaluation showed the following: the returned items were the gore delivery catheter and a non-gore introducer sheath. The dual lumen on the delivery catheter showed signs of necking. Infolding on the tip of the introducer sheath was observed. No kinks or bends were observed on the introducer sheath. The findings from the evaluation confirmed the event description of the leading olive separating from the delivery catheter. The root cause for the leading olive separation from the delivery catheter was the olive encountering resistive force. The instructions for use (IFU) clearly states, ¿the gore® tag® thoracic endoprosthesis is only compatible with the gore® dryseal sheath. Compatibility with other sheaths has not been established. If an incompatible introducer sheath is used, damage may occur to the endoprosthesis, delivery system, or catheter, which may cause premature or inadvertent deployment, or breakage.¿